Event description:
The user reported that during cardiopulmonary bypass, the device unexpectedly displayed an indication that suggested that the backup could not be charged. There was not reported adverse consequence to the patient as a result of this event.